Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient experienced an abscess at the stoma site with pus discharge. The patient went to the emergency room and was treated with topical neosporin and 10 day duration of antibiotics keflex and bactrim. The patient was instructed to massage the stoma site. A CT of the abdomen was normal. In (B)(6) 2017, the infection had cleared up.